Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings:a review of the black box and alarm history indicate related call service alarms occurred on 01/13/2014. The pump powered on appropriately. A rewind was attempted, and the pump emitted a call service alarm. Investigation determined that a single component on the printed circuit board was corrupted. When the component was replaced and reprogrammed, the pump powered on appropriately and was able to be primed and exercised with no further alarms.

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump emitted call service alarms that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).